Manufacturer narrative:
The compact meter is the suspect device.

Event description:
Pt reported that the compact system generated result of 184 mg/dl without having first applied blood or control solution to the test strip. Pt did not modify therapy based on this result. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped.